Event description:
It was reported that the ilet user experienced hyperglycemia with a blood glucose of 271 mg/dl after the insulin vial ran out, resulting in a lapse in insulin delivery. The user subsequently replaced the vial and completed the rewind and prime steps with confirmation of ¿complete.¿ symptoms include nausea, vomiting, or altered consciousness consistent with hyperglycemia. Outcomes included user education and troubleshooting without hospitalization or alternative therapy occurred. Investigation included customer support review of use steps and confirmation that the system was functioning and providing automatic correction dosing when glucose was above target. Investigation of this case revealed that the device functioned as designed and that hyperglycemia was attributable to depletion of insulin supply prior to replacement, resolving after proper set change and priming. It was concluded, based on previously established findings for similar reports, that the cause was user error related to running out of insulin leading to interrupted insulin delivery.

Manufacturer narrative:
Initial.